Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump shut off in the middle of the night. Review of the pump history during troubleshooting with tandem technical support showed the battery charged from 30% to 80% within 9 minutes. The battery later depleted from 80% to 20% within 5 hours. The customer's blood glucose (bg) level was 303 (mg/dl) with small to moderate ketones. A bolus via the pump was delivered to address bg level. Reportedly the customer would continue to use the pump for insulin therapy. The customer also had manual injection supplies available.